Event description:
Medtronic received information that approximately eleven and a half years following the implant of this pulmonary-valved conduit, ec hocardiographic findings revealed stenosis of the proximal anastomosis of the conduit. Cardiac catheterization confirmed the stenosis and the patient underwent a balloon angioplasty of the valve, which resolved the issue with no adverse patient effects.

Manufacturer narrative:
(B)(6). (B)(4). Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Additional information was received that the patient was (B)(6) when the conduit was implanted and stenosis was due to patient outgrowth. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. However, based on the available information, the cause of the event was likely related to patient condition. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.